Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to bilateral corporal erosion of the cylinders in the penile shaft. The erosion was visually observed. A new ipp device was implanted. The patient has fully recovered following the surgery.